Manufacturer narrative:
Date of event: unknown, not provided. Estimate date is between mid (B)(6) 2021. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted; therefore, it was not explanted. (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during handling, but prior to insertion in the patient's operative eye, the tip of the injector appeared to have a crack. Issue was observed on a preloaded intraocular lens (iol) device. No further information provided.